Manufacturer narrative:
Device passed displacement test, selftest, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. However, device received with moisture damage at electronic assembly.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's display was blank after being exposed to water. Blood glucose level at the time of the incident was not provided. The issue was not resolved through troubleshooting. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.